Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse inspected the substrate system and found a screw in the prime drain of drain block. The engineer removed the screw and installed the screw back on the location within the substrate dispenser. The fse also cleaned up the spillage and ran substrate replacement with no overflows. No further action required by field service.]the aia900 was working as intended. No further action required by fse. The probable cause of the event was the screw from substrate dispense blocking drain hole

Event description:
On (B)(6) 2015 a customer reported liquid leak error 3004 with their aia 900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.